Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that following pre-dilatation, a 3.5x33mm xience xpedition stent was implanted at the left anterior descending (lad) coronary artery lesion and post dilatation was performed. Following, a distal edge dissection was noted. As treatment, a xience prime stent was implanted. There was no clinically significant delay. No additional information was provided regarding this issue.